Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-apr-25. The rep did a reprogramming and the patient has not had any complaints since. The rep has no further information. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. Beginning on (B)(6) 2019, the patient all of a sudden had a decrease in pain relief. The patient said that they didn¿t have any falls. The rep scheduled an appointment to interrogate the device and to have the clinic take an x-ray. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.